Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. The field service engineer (fse) ordered and replaced the connector, but as the fse was replacing the part while removing a screw, his screwdriver slipped and hit a chip on the front end board damaging pins in the chip. He ordered the board and returned to replace it and performed full functional and safety checks to meet factory specifications. The iabp passed all functional and safety test per factory specifications.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) fiber optic connector was broken. It is unknown when this event occurred, however there was no patient involvement or adverse event was reported.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) fiber optic connector was broken. It is unknown when this event occurred, however there was no patient involvement or adverse event was reported.